Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the data file showed alert 113 (reduced water temperature control) as a result of a failed mixing pump. They provided repair options and awaiting a response. The alert 116 was using a simulator key in an erroneous effort to troubleshoot the device. Biomed had device and giving error 116 (patient temperature change not detected).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failure to remove patient temperature simulator. The alert 116 was using a simulator key in an erroneous effort to troubleshoot the device. Biomed had device and giving error 116 afmea ra2800027 rev. 13 was reviewed for this investigation. The reported event is addressed in step/item #(B)(6). This failure falls in a med residual risk region. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. Per s03fa211 rev 21, a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use under baw2800548 rev 1 and baw2800424 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the data file showed alert 113 (reduced water temperature control) as a result of a failed mixing pump. They provided repair options and awaiting a response. The alert 116 was using a simulator key in an erroneous effort to troubleshoot the device. Biomed had device and giving error 116 (patient temperature change not detected).